Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure will be submitted as a follow-up report.

Event description:
It was reported that the patient had intermittent sound qualify over the past two weeks. New external equipment was issued but without resolution. The patient was seen in the clinic today and testing confirmed that the device has malfunctioned.